Event description:
It was reported that the bd ultra-fine¿ needle insulin syringe 1ml 0.33mm (29g) x 12.7mm (1/2") u-100 100 count had the incorrect label information. The following information was provided by the initial reporter wrong chinese information on the cover of box (sku 320320), need to remove wrong information and recover artwork design to english version combine local chinese labeling redress process.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ needle insulin syringe 1ml 0.33mm (29g) x 12.7mm (1/2") u-100 100count had the incorrect label information the following information was provided by the initial reporter wrong chinese information on the cover of box (sku 320320), need to remove wrong information and recover artwork design to english version combine local chinese labeling redress process.